Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that the distal segment of the device did not open while in the protective coil, despite several attempts. It was further reported that the distal segment and protective coil were connected too tight. The physician withdrew the system from patient and found the device released after removal. No patient injury was reported.

Manufacturer narrative:
The pipeline pushwire was returned within its introducer sheath. The pipeline pushwire was pushed through the introducer sheath with no issues. The pipeline braid was found to be released from the capture coil. The pipeline braid was observed to be fully open, with both ends having slight fraying. The tip coil was observed to be stretched. Additionally, the pushwire within the capture coil was observed to be bent. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for the damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.